Event description:
A report was received that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure. No further information could be obtained.

Manufacturer narrative:
Additional information was received that physician suspected device malfunction. Sc-1200 sn: (B)(4) device evaluation indicated that the complaint of the charging issue was investigated. The device was fully charged in one charging cycle under a proper charging method. The battery depletion and sleep current rates were within the expected ranges when the device was turned off. The patient data showed a low charge current that resulted in low battery charge, suggesting that the ipg was not optimally coupled with the charger. As the device is capable of being charged fully under a proper charging method, and device sleep current is within the expected range, the source of the charging issue would likely due to the ipg orientation or pocket dept.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure. No further information could be obtained.